Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a 13.2mm micl13.2 implantable collamer lens, -15.5 diopter, tore while being loaded into the injector. There was no patient contact. The reporter was unable to provide any additional information.